Manufacturer narrative:
(B)(4). Review of the device history records cannot be performed since item and lot numbers are unknown. This device was used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to pain.